Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus korea, there was the possibility that this phenomenon was attributed to the damage of the camera cable due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, the endoscopic image had failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus korea checked the subject device and found that the camera cable was damaged.